Event description:
The fast-cath hemostasis introducer was bent during insertion in the femoral vein. An ablation catheter was inserted into the sheath and the catheter punctured through the sheath wall. The sheath was removed and procedure was completed by performing an additional femoral puncture and inserting an slo. There were no consequences to the patient.

Manufacturer narrative:
One fast-cath hemostasis introducer was returned for analysis. The sheath had been bent in multiple locations and was twisted and torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bend, twist, and tear is consistent with damage during use.